Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was not hospitalized. It was reported that the patient was treated with unspecified antibiotics. At the time of this report, the patient recovered from peritonitis. It was reported that the patient decided to move to hemodialysis (hd) therapy. No additional information was available.